Event description:
It is reported that the patient is in atrial flutter, that there was one atrial impedance measurement of 2048 ohms, and that since 2009, there have been intermittent impedance measurements greater than 1000 ohms. The lead impedance alert was reprogrammed to be greater than 2500 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.